Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that a vela ventilator generated "vent inop" and "motor fault" alarms when the unit was powered up. The customer replaced the turbine and the problem was corrected. The customer reported there was no patient involvement associated with the event.